Event description:
Rn inserted a nasal trumpet into the pt's nare. When feeding the catheter through the trumpet, there was some resistance. The nurse then pushed a little harder on the catheter and the trumpet slid down the pt's nose and into the mid esophagus. An egd procedure was then performed to retrieve the nasal trumpet. The pt did not experience any respiratory distress and vital signs remained stable prior to the procedure. Pt tolerated the procedure well with a final diagnosis of: foreign body removal with hematoma at the gastroesophageal junction. The trumpet was retrieved from the mid esophagus.